Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 320122, batch no.: 8346621. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the user discovered that the box of needles she uses was mixed. There was 10 gray label needles included in the patient's green-label needle box. The following information was provided by the initial reporter: consumer reported that one night during injection she felt pain and when she noticed the needle was long. She uses the 4mm needle green label. She noticed the box had few of the grey label needles. She found handful of needles about 10 of then being grey label.

Event description:
Material no.: 320122 batch no.: 8346621 it was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the user discovered that the box of needles she uses was mixed. There was 10 gray label needles included in the patient's green-label needle box. The following information was provided by the initial reporter: consumer reported that one night during injection she felt pain and when she noticed the needle was long. She uses the 4mm needle green label. She noticed the box had few of the grey label needles. She found handful of needles about 10 of then being grey label.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
H.6. Investigation: customer returned two unused/sealed bd pen needles: one 32g x 4mm pen needle from lot 8346621, and on 31g x 8mm pen needle from lot 5265438. Consumer reported: she felt pain and when she noticed the needle was long; she uses the 4mm needle green label; she noticed the box had few of the grey label needles. Both samples were examined, however, no manufacturing defects were observed: since the samples were both returned out of the original shelf carton, it could not be determined if the samples were incorrectly packaged together during the manufacturing process. Furthermore, these lots (lot 5265438 and lot 8346621) were manufactured three years apart, so it is unlikely that these products would be packaged together as a result of a manufacturing defect. The reported needle pain issue is related to the difference in injection lengths, therefore, needle point integrity was not tested. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 320122 batch no.: 8346621. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the user discovered that the box of needles she uses was mixed. There was 10 gray label needles included in the patient's green-label needle box. The following information was provided by the initial reporter: consumer reported that one night during injection she felt pain and when she noticed the needle was long. She uses the 4mm needle green label. She noticed the box had few of the grey label needles. She found handful of needles about 10 of then being grey label.